Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement. The instruments are cracked, damaged and roughened in areas, this requires replacement. No ae/impact to patient. Update 11 april 2016 - handle cracked. The investigation confirmed that the size locking knob had cracked. The lot number confirmed the material of the device is radel. It should be noted that the material has now been changed to avaspire which is a glass filled material which is less susceptible to residual stress and resists propagation of cracks. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments are cracked, damaged and roughened in areas, this requires replacement. Update 11 april 2016 - handle cracked.